Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during tatme, when the user attempted to load the first clip outside the abdominal cavity, it was not loaded properly. The second clip was loaded properly, but the third clip was not. The user took the auto endo out of the abdominal cavity once, removed the clip and used as it was to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during tatme, when the user attempted to load the first clip outside the abdominal cavity, it was not loaded properly. The second clip was loaded properly, but the third clip was not. The user took the auto endo out of the abdominal cavity once, removed the clip and used as it was to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."